Event description:
Deflation of right breast. Replacement of bilateral implants with another brand and partial capsulotomy and capsulectomies inferiorly. Initial use of device unknown.

Event description:
Suspected deflation